Event description:
Thepatient had reported that her meter was reading inaccurately erratic. She had performed a precision test with results of 101 mg/dl and 134 mg/dl, performed within 10 minutes of each other. But, this comparison is invalid since she was not cleaning the puncture area correctly. She had also reported that there was no reaction or color change on her test strips. The test strips were in good condition and not expired. This case is reported as a strip malfunction due to the test strips no reacting or changing color once the blood sample was applied.